Manufacturer narrative:
One device was received for evaluation. The device was observed to be in good condition. No evidence of the reported problem was found in the device's event history. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the pump did not infuse correctly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.